Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdrs were submitted to represent the bard/davol perfix plug (device #2) and bard/davol ventralight st (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) and ventralight st on (B)(6) 2009 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug (x2) and ventralight st on (B)(6) 2009 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with right inguinal direct & indirect hernia thereby underwent open repair with the implant of two perfix plugs (device #1 & #2). Per op notes, ¿there was a direct hernia, a medium perfix plug (device #1) was placed in the inverted position. The indirect sac is then dissected further, and a large perfix plug (device #2) was placed in the inverted position.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of two perfix plugs (device #1 & #2), lysis of adhesions and implant of ventralight st mesh (device #3). Per op notes, ¿two hernia plugs (device #1 & #2) from previous surgery were resected from intraperitoneal positioning. A ventralight st mesh (device #3) was placed to the pubic tubercle using prolene sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2009) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no, UDI no.), d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device #1). Additional supplemental emdr's were submitted to represent the bard/davol perfix plug (device #2) and ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.